Event description:
Healthcare professional reported right side "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1; d.3; d.4; d.9; g.1; h.3; h.4; h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation : capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product-procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ observed opening device assessed as surgical damage. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d4, d9, h3, h6.